Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg reached end of life. It is unknown if this occurred prematurely. Moreover, it was also reported that following a recent weight loss, the patient experienced discomfort at the ipg site. It is not certain if the pocket was loose, or the battery was flipping. As a result, surgical intervention was undertaken on 6may2024 wherein the ipg was explanted and replaced as well as sutured down more and moved up slightly to address the issue. Effective therapy restored post-op and the discomfort at the ipg site has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.